Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right side tire is coming off the rim of the caster, he was in the cafeteria at school sitting at a table.